Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not find visible defects and the microscope inspection found that the fiber tip was broken. The reported event against the fiber was confirmed. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip to breaking. A device history record (DHR) review indicates the device met all manufacturing specifications, the labeling review confirmed the IFU includes appropriate warnings and instructions for use. It states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a lithotripsy procedure for renal stones, the fiber degradation was very quick and some plastic parts floating at the tip were clearly available. There was a concern that some plastic parts could float away from the tip and could cause harm to the patient. Due to this, there was a concern that the performance of the fiber was somehow impacted. The procedure was successfully completed using original method and/or device. There were no patient complications. After that, the fiber was returned for analysis and the microscope inspection found that only the fiber tip was broken.